Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016: patient underwent bilateral knee replacements for osteoarthritis. Depuy implans placed with depuy cement x2 (both knees). No intraoperative complications. On (B)(6) 2017: patient underwent a right knee revision for pain and mid flexion instability. A rare gram+ cocci was found on cultures, but was thought to be a contaminate given the clinical picture. The tibial tray was found to be loose at the cement to implant interface. The tibial tray and insert were revised. The femoral component and patella were left implanted with no allegations. Depuy tibial tray, tibial stem, and insert were placed. Competitort cement was used at revision.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : device history reviewed: 8201993 1 nrelated non-conformance on this lot number final micro and sterility tests passed all qc release specifications met (B)(4) units released lot expiry date: 31 october 2017.